Event description:
No death or serious injury occurred. Pt data can be incorrectly assigned to a different pt in gen6 when transferred from acuity or eclipse using the gen6daemon. A breast pt was verified on acuity and the following sequence of events occurred: the medial field collimator angle appeared to be out of tolerance (114.8 degrees) although both eclipse and the treatment machines can apply this angle. To be able to image the pt the collimator angle was edited and the wedge removed to enable the correct field size to be applied. Once the images had been acquired the data was transferred via gen6 and the pt opened in viiion in order to edit the field to the correct collimator angle, field size and wedge accessory. At this point it was noted that the image of the field that required editing has been replaced with an image of a pelvic field of a test phantom. This problem is currently associated with the gen 6 link version 7.8.2. It appears that it is possible that images, when transferred with pt parameter from acuity down to the varis vision gen 6 network, can get associated with the wrong field (if there are multiple fields for a pt or even a test pt.)